Event description:
It was reported that the customer received a motor error alarm from her insulin pump every day while bolusing. The customer's blood glucose level was 148 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. However, the insulin pump passed the rewind, basic occlusion test and the displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.